Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as not cleaning the area before starting peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included intravenous (IV) vancomycin (dose and frequency not reported). The patient was discharged from the hospital about 2 weeks later, oral vancomycin to continue (dose, frequency and duration was unknown), and was reported to have recovered from the peritonitis. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.